Event description:
Customer called on (B)(6) 2011 to report that the unicel dxc 600 synchron system generated falsely low patient results. Customer stated that there were precision and accuracy issues with the phosphorus (phs) assay, lot #m010604. The field service engineer (fse) ordered a collar wash to address the issue. On (B)(4) 2011, the fse replaced the cartridge chemistry sample probe and collar wash, and then ran precision and correlation tests between the two dxc instruments in the laboratory. Both units were correlating and were within specifications. However, customer continued to have phs issues as the quality control recovery was low. The customer technical specialist (cts) sent a replacement syringe and a t-valve to address the issue. On (B)(4) 2011, the fse replaced the reagent with a new phs reagent lot, which appears to have resolved the issue. Customer stated that patient treatment was not affected as the results were amended prior to treatment. Customer no longer has access to the patient data from (B)(6) 2011.

Manufacturer narrative:
(B)(4).